Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported capsular contracture baker grade "v" on an unknown side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "report bilateral ruptures per the patient." Device remains implanted. This is for right side.